Event description:
It was reported that after a miniarc was implanted, the patient experienced vaginal extrusion and a foreign body in the bladder. The patient had the exposed mesh through the vaginal wall removed. The patient also underwent a partial cystectomy and urethrolysis with removal of the vaginal mesh. It was noted that the device malfunctioned. There were no further patient complications reported in relation to this event.